Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available, this investigation will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged from the original position and resulted in intermittent loss of capture in the left ventricle. Impedance measurements were good and sensing was also good. A revision will be performed in the future. No adverse patient effects were reported.